Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. The customer's blood glucose levels did not exceed 500 mg/dl, falling within normal range. Technical support provided information and assistance in resetting the pump, which resolved the malfunction, and the caller was able to continue using the pump. Additionally, the caller was instructed to contact support again if the malfunction code reappeared, which was acknowledged and understood.